Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis cylinder and pump were removed and replaced due to a tear in the right cylinder. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis cylinder and pump were removed and replaced due to a tear in the right cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder had a leak at the corner of a fold in the middle of the cylinder. This cylinder had a leak from a sharp instrument in the proximal end of the cylinder. Under a microscope, this cylinder had wear at a fold in the middle of the cylinder. This cylinder had wear at a fold in the proximal end of the cylinder. This cylinder had a hole at the corner of a fold in the middle of the cylinder. This cylinder had a hole in the proximal end of the cylinder. Under a microscope, the second cylinder had wear at a fold in the middle of the cylinder. This cylinder had wear at a fold in the proximal end of the cylinder. The pump had trimmed kink resistant tubing (krt) with the window quick connect (wqc) with damaged tubing prior functional testing. The pump did not pass inflation test 1. The pump did not pass activation testing. The pump had a leak at the pump strain relief junction from a sharp instrument. Under a microscope, the pump krt was worn to the filament. The pump had a hole at the pump strain relief junction from a sharp instrument. Based on the information available and analysis results, the mechanical issue and cylinder tear were confirmed, and the cause was traced to component failure.